Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A dialysis patient's family member reported that the patient had expired. The dialysis patient's peritoneal dialysis registered nurse (pdrn) reported that the patient expired due to cardiac arrest during continuous cycler assisted peritoneal dialysis treatment. The pdrn reported that the patient had a history of cardiac-related issues and had undergone heart valve replacement surgery one week before the patient expired. Medical records were requested but are not available. No further information will be available.